Event description:
It was reported that a user on the ilet experienced hyperglycemia with a blood glucose of 203 mg/dl after eating dinner and running the pump without insulin in the cartridge, followed by successful correction after being guided through a supply and cartridge change; the event was considered user error related to delayed cartridge replacement, and the user also reported two low-glucose alarms overnight that were treated with oral glucose without confirmed glucose below 70 mg/dl. Symptoms included hyperglycemia and alarms for low glucose. Outcomes included self-treatment with glucose for the low-glucose alarms and recovery of glucose levels after insulin delivery was restored. Investigation included troubleshooting and user education on supply change steps and pump use. Investigation of this case revealed that hyperglycemia most likely resulted from absent insulin delivery due to an empty cartridge, and the pump functioned as designed once insulin delivery resumed; the low-glucose alarms were addressed appropriately by the user and the adaptive algorithm is expected to mitigate further lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the overall event but most consistent with user error related to insulin supply management. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.